Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure during setup, after which glucose readings appeared without further intervention, and the user received troubleshooting and education. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included case review and user guidance focused on connectivity and pairing steps. Investigation of this case revealed no device-related malfunction identified and no adverse physiological effects associated with the event. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-to-ilet communication behavior rather than a device or component failure.